Event description:
During an atrial fibrillation procedure, communication issues resulted in a procedural delay. Difficulty was noted getting communication between the amplifier and the ensite x dws. When the ensite x dws was rebooted, it took a longer time than normal. Once booted, an attempt was made to login and the ensite x dws gave a "login successful" message, but did not proceed to the home screen and instead stayed on the login screen before the login prompt came back. The system was rebooted a total of five or six times before the issue was resolved. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One ensite x display workstation (dws) z4 was received for evaluation. The reported event was able to be duplicated by boot timing. Based on the investigation and information provided to abbott, the reported event was able to be confirmed, and the root cause was attributed to the soft data that resides within the solid-state hard disk drive. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.